Event description:
Caller states the patient tested > 8.0 inr on the coaguchek s system while a comparison lab returned as 5.87 inr. Patient was given a vitamin k shot and coumadin was held. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.